Event description:
The customer reported one of the buttons on the external paddles was stuck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported one of the buttons on the external paddles was stuck. There was no reported pt involvement. The customer confirmed the external paddles handle came apart, the spring fell out and the shock button would not release. The external paddles were replaced and resolved the issue. The customer scrapped the broken paddles and were not available for evaluation. We will consider this a malfunction of the external paddles where the shock button was stuck and would not release.